Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 394 mg/dl. Customer current blood glucose value was 358 mg/dl. The customer alleged the insulin pump was possibly under delivering insulin. The insulin pump will not be returned for analysis